Event description:
It was reported the switch emitted sparks and the case began to melt.

Manufacturer narrative:
Visual inspection of the switch components reveled that the electrical cord had been cut by an external source, and that the customer had apparently attempted repair. During the repair, the cord was re-attached with the wrong polarity, which may have contributed to this incident. We concluded that this report was attributable to misuse on the part of the consumer.